Event description:
Information received a smiths medical fluid warming/level 1 hotline low flow systems - hl-90 had failed overtemp test. No patient adverse events reported.

Manufacturer narrative:
Other text: this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Please disregard the initial report submitted with the MFR number: 3012307300-2021-06867. The report was submitted in error. Corrected data: corrected information provided in h10.